Event description:
It was reported that the insulin pump displayed a fill estimate different from the caller's expectation, showing +180 units instead of 240 units. There was no adverse impact on the customer¿s blood glucose level as the displayed amount was considered accurate. The customer was educated on insulin display values and opted to disconnect and deliver a bolus to update the estimate, though she stopped early, preferring not to waste more insulin. The customer was further instructed to ensure cartridge air removal prior to filling, but chose to continue using the current cartridge, with follow-up if necessary.